Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patients home monitoring system detected a high out of range shock and pacing impedance measurements. It is unknown if the impedance alerts are due to true issues, or potential device issues with the newly implanted device. To date, no adverse patient effects have been reported.